Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep reseated the circuit breaker on the workstation. The system is operating as intended.

Event description:
The customer reported that 9900 system would not boot up. No pt injury was reported.